Event description:
It was reported that the subject device was not working and would not register when plugged in. The issue was identified during a diagnostic percutaneous nephrolithotomy procedure. The procedure was completed utilizing the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a likely cause leading to the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.